Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reby0149 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient developed a rash on the skin after powerpicc was inserted. Details from bas biocompatibility engineer: after performing a materials evaluation on the powerpicc solo basic tray, I cannot find any evidence of cetylpyridium chloride, or cetrimonium bromide in that kit. There is however, nickel and potentially some cobalt ii in the kit. The nickel is an alloy metal in the stainless steel parts. The 304 stainless ranges from 8-12 percent nickel, and 302 stainless parts range from 8-10 percent nickel. The nitinol guidewire is 55-56 percent nickel. As to colbalt in the kit, cobalt ii is a common ingredient in blue colorants. We do not have a full chemical breakdown of the colorant used in that kit as that information is either proprietary to the supplier, or was not gathered at the time the materials were initially evaluated.